Event description:
In 2005 unomedical's official correspondent rec'd a complaint from qa technician. Rec'd a complaint over a defective venturi mask kit. No incident occurred due to vigilance by the nursing personnel. The problem was a part of the venturi mask kit was not perforated which resulted in the venturi mask kit not feeding the intended oxygen concentration.